Event description:
It was reported that 1 powermidline was placed in this patient that occluded due to the patient's hypercoagulable state. The occlusion caused delays in IV infusion therapy treatment but was reportedly "unavoidable due to the patient¿s condition". Patient was placed on a heparin drip; however, it was delayed initially due to a reported excessive bleeding risk with subcutaneous anticoagulation. Patient required a central venous catheter to be placed due to bilateral upper extremity dvts.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.